Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device is not available.

Event description:
It was reported that the patient required a of revision surgery of a distal femur implant.

Manufacturer narrative:
Due to a reported recurrence of osteosarcoma in the tibia, the surgeon requested a custom proximal tibial replacement to couple to the jts distal femoral replacement in situ. The surgeon has not alleged any failure of the siw implant, the reported issue is disease progression. Based on the provided information, the device reported in this investigation did not contribute to the event. There is no device failure. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available, this investigation will be re-opened. Siw will continue to monitor for trends.

Event description:
It was reported that the patient required a of revision surgery of a distal femur implant.